Manufacturer narrative:
(B)(6) service and repair report confirmed scratch on the outer tube, and a foreign object was visible when the focus was blurred. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a service and repair regarding a patient for an unknown spinal therapy. It was reported that the device image was out of focus. There was patient involved in the event and no further complications were re ported. Additional information was received via manufacturer representative that event occurred on (B)(6) 2022. The pre-op diagnosis of the event was herniated disc and procedure involved in the event was micro endoscopic discectomy (med). The product came in contact with the patient.